Event description:
It was reported that during implant procedure, the right ventricular lead exhibited impedance issue. The lead was not used and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.